Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Unable to verify battery alarm anomaly due to no button response. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not performed. The device was returned for analysis.